Event description:
It was reported that the patient felt suicidal ¿over the phone¿ as she felt her physicians did not take her issue serious and were not helping her. The patient inquired what ¿her success rate¿ would be if she took the pump out of her stomach. It was not known what medication this device system delivered. At the time of the report the patient could not be reached for further clarifying event information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l71600, implanted: (B)(6) 1999, explanted: (B)(6) 2013, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type: catheter. (B)(4). Corrected information: the initial MDR was filed as manufacturer¿s report # 3007566237-2013-02729. Additional review indicated the correct manufacturing site was (B)(4).

Event description:
Additional information reported the suicidal ideation has resolved. The patient was just fed up because she was in a lot of pain awaiting the catheter replacement. It had nothing to do with therapy or the medication in the device.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l71600, implanted: (B)(6) 1999, explanted: (B)(6) 2013, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type: catheter. (B)(4)

Event description:
It was later reported that the patient was seen by her healthcare provider on (B)(6) 2013. The patient had dull and aching pain in her lower back. The patient had a pain level of 5/10 with medication. The patient appeared anxious and in acute distress. Her posture was doubled up. A pump myelogram for catheter patency was done due to a possible pump failure and suspected catheter failure. The catheter access port (cap) was unable to be aspirated with multiple attempts. It was determined that the catheter was probably not functional. A catheter revision was planned. The hcp continued the patient on her duragesic patch 50mcg/day and refilled her klonopin for anxiety. A follow-up with the hcp was planned for four weeks later.